Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A manufacturing representative reported that the health care provider (hcp) got extra drug back during a refill (exact amounts unknown), so he tried to aspirate to do a contrast study (dye/roller test) and could not aspirate. They did a roller study and it was (B)(6). They suspected an occlusion. They planned to do a catheter revision on (B)(6) 2015. The catheter was to be replaced. When the hcp opened the pocket site, the catheter was turned around or kinked around itself a bunch of times. Hcp removed the catheter and put in a new catheter. The representative thought the hcp may have not used a catheter access port (cap) kit for access. The patient was in a motor vehicle accident two months ago or a little longer (from (B)(6) 2015) and had multiple surgeries because of that. The cause of the kinked catheter was believed to be from the surgeries related to the motorvehicle accident. The patient had not been receiving effective therapy since the accident. The patient was a paraplegic before the pump. The representative read the logs, and they were normal. It was also noted that at the patient's second refill post-implant, the patient had a volume discrepancy where they expected to get 4-5ml and aspirated 15ml from the reservoir. The indications for use were non-malignant back pain and chronic low back pain. The system was delivering bupivacaine at 3.0 mg/ml and morphine at 7.5 mg/ml. The new dose was morphine at 0.36 mg/day and bupivacaine at 0.144 mg/day. The lot numbers were unknown. It was later noted that the lack of effect issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed significant twisting of the catheter/catheter body which may have affected infusion as well as catheter/catheter body damage to the transition tube.